Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a damaged battery cap, and a broken power motor wire. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the battery cap threads were stripped. The cap did not secure properly to the pump; a test cap was used to complete investigation. Additionally, the vibratory alarm did not function. The pump case was removed, and the vibrate power motor flex was found to be broken. (B)(6).